Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Subsequently, the battery fully depleted and the pump shut off. The customer¿s blood glucose was 57 (mg/dl). Reportedly the customer had an alternate pump for insulin therapy.